Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum. "Time of use of medical device: on (B)(6) 2025. Reason for use of medical device: IV puncture with indwelling needle for sedation medication. Condition of use of medical device (normal use or not): yes. Time of occurrence of adverse event: (B)(6) 2025. Condition of situation at the time of occurrence of adverse event of medical device: blood oozing from bifurcation of the needle bolus after a successful IV puncture. Time of taking measures: on (B)(6) 2025. Measures taken after the occurrence of the adverse medical device event: replacement of the indwelling needle for re-puncture, reporting of."

Manufacturer narrative:
1. DHR/bhr review (lot#4352343): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. Based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. Performed 45psi leakage test for the retained sample of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information is available.